Event description:
Drive devilbiss healthcare was notified of an incident involving a lift sling by the provider who stated a facility was transferring the end user from the chair to bed when the loops of the lift sling broke, causing a tear to the upper section of the lift sling. The end user fell and hit their head resulting in a laceration that required three staples. Product labeling states, "inspect patient slings for wear prior to each use. If signs of tearing, fraying or wear are found discard the sling immediately; worn out slings are not safe for use and may result in injury or death." The facility discarded the lift sling. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.